Event description:
Reporter alleged blood glucose measured 180, hi, and 400 mg/dl when all tests were performed 2 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.